Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report, device's logs and related support case (ID 25456). The issue was decided to be reported based on available information as the defective parts may lead to stop of ventilation or low o2. There was no patient involvement. According to the information provided by the technician, it was not possible to identify exactly which gas module was faulty, therefore both were replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).